Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced chronic pelvic and vaginal area pain, severe incontinence, mesh erosion, painful intercourse, inflammation, infections, vaginal bleeding and discharge. It was reported that the patient underwent partial mesh removal on (B)(6) 2009 and excision of mesh on (B)(6) 2012 due to eroded mesh. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urinary frequency, vaginal itching, discomfort and dysuria. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, nocturia, and incomplete bladder emptying. (B)(4).